Event description:
Additional information was received from the study indicating that in 2004, this patient experienced unstable angina iiib. The event was resolved on the following month, with a percutaneous procedure. The details of this event were not provided, and the relationship of this event to the six implanted cypher stents was also not provided. That said this event is being reported as coronary artery restenosis.

Manufacturer narrative:
The patient underwent the implantation of six cypher stents under the trial. Indication for the initial evaluation is unknown. During the index procedure, a dissection occurred in the proximal right coronary artery (rca) that required additional stent placement. The study contact has been unable to confirm if this was prior to or following cypher stent placement in the mid rca. As such, the two stents deployed at this lesion are being reported as possibly related to this event. It is unknown if the rca was pre-dilated prior to stent placement. The 3.0 x 18mm and 3.0 x 33mm cypher stents were deployed at 16 atms. No additional vessel or procedural specific information is available. The patient was discharged two days following the procedure. Approximately 3 years post-implant, the patient expired due to respiratory failure following hospital admission with bronchopneumonia and pleural effusions. Per the procedural physician, this event was unrelated to the device and has been recorded as registry information only. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of six products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-01135, 9616099-2006-01136 (applicable to two products with the same catalog and lot number), 9616099-2007-02632 (applicable to two products with the same catalog and lot number), and 9616099-2007-02633. Any additional information will be submitted within 30 days of receipt.